Manufacturer narrative:
(B)(4). The field service engineer upgraded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that at the time of maintenance, the peep pressure didn't stable and the auto trigger was activated. No patient involvement.